Manufacturer narrative:
The following devices were also listed in this report: trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# tk14jx; gap plate screws; cat# 2080-0030; lot# 178ptw; gap plate screws; cat# 2080-0040; lot# tj13tv; gap plate screws; cat# 2080-0030; lot# lr1y45; gap plate screws; cat# 2080-0025; lot# tv1x7k; gap plate screws; cat# 2080-0020; lot# 2v02yx; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented at clinic with hip pain. Primary cup and screws out. Trident tritanium revision cup and gap plate screws in. Update: "patient presented at clinic with hip pain. Primary cup, liner, and screws explanted. Trident tritanium revision cup, mdm liner, and gap plate screws in."